Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the customer's device and verified the reported issue. The third party service agent then replaced the therapy pcb assembly to resolve the reported issue, as well as the device¿s internal battery as a precaution because it was more than 8 years old. Physio-control recommends that the internal rechargeable nickel-metal hydride battery be replaced every two years. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The third-party service agent contacted physio-control to report that their customer's device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly and the cause of the reported issue was determined to be due to electrical overstress that damaged diodes, designator cr21, cr22, cr30, cr43 and cr44.

Event description:
The third-party service agent contacted physio-control to report that their customer's device would not power on. There were no reports of patient use associated with the reported event.